Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was later reported that the other right ventricular (rv) lead exhibited high impedance and a possible fracture, resulting in a polarity switch. The rv lead was reprogrammed and is currently being monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead exhibited high threshold. The lead remains in use. No patient complications have been reported as a result of this event.